Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire and adverse event occurred. Date of issue is an approximation. The sensor was inserted into the leg on (B)(6) 2018. The patient stated they experienced pain after inserting the sensor in the morning and in the afternoon, they sought medical attention from their family physician. The physician visually inspected the insertion site area and stated they was no sensor wire. They recommended imaging to be performed to locate the sensor wire; however, no information was provided regarding if they had imaging done. At the time of contact, the patient was still experiencing pain. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available. The sensor was inserted into the leg. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction has been made.